Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were ¿felling pain¿ in the back and it is not normal. It was reported that the pain was by the area of the ins but towards the spine. The patient was wondering if it is possibly a broken wire.